Event description:
It was reported that during implant, while flushing the lead a defect in the insulation was noted as saline was streaming out of the side of the lead. The lead was never hooked to the device and no other anomalies were observed. The lead was not implanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damaged was confirmed. As received, a complete lead was returned for analysis. Visual analysis found that the lead body was cut, punctured in multiple locations consistent with procedural damage. The s-curve hump height was measured and was found within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.